Event description:
The catheter sheared at the needle tip. The removal was done at the bedside. Xray followed to confirm that there was nothing left inside of the patient. The catheter and needle were able to be removed with forceps. No additional intervention needed. No delay in care, another IV was placed right away. The clinician places midlines every week and has done so for over three years.